Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the area of the patient's implantable cardioverter defibrillator (ICD) device got really hot while working on the patient's pool. Boston scientific technical services (ts) advised to contact the physician. An attempt to obtain additional information but was unsuccessful. The ICD device remains in service. No adverse patient effects were reported.